Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose level (bg) ranged between 140-150mg/dl and a correction bolus was delivered to address the bg level. The customer performed multiple supply changes due to the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.